Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the right atrial lead was implanted and getting acceptable p-wave values. The lead was retested after the pocket was closed and the p-wave measurements were low. The pocket was re-opened and the lead was repositioned seven more times trying to find p-waves that would remain stable. The physician questioned the electrogram measurement difference for the lead between the analyzer and device. The lead remains in use. No patient complications have been reported as a result of this event.